Manufacturer narrative:
H3 other text: placeholder.

Event description:
Follow up.

Manufacturer narrative:
The device has been returned for evaluation. The investigation is in progress. A follow-up report will be provided once the investigation has been completed.

Event description:
At 0200 touch time, bed noted to be wet and PICC line saturated below dressing. Charge rn called to bedside. PICC dressing removed to better assess. Upon assessment hub of PICC line noted to be leaking. PICC line removed and turned into nurse manager.